Event description:
It was reported that the right ventricular lead exhibited high impedance and oversensing. Since a fracture was suspected, the device was reprogrammed to turn therapies off until the lead could be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: a distal portion of the lead measuring 40.5 cm was received, analyzed, and no anomalies were found. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, the overlay tubing of the lead was extrinsically breached due to a cut, the overlay tubing of the lead was extrinsically breached due to melting, and visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the distal segment of the lead was returned with non-severe explant damage. The segment was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the ¿high impedance and oversensing¿ described in the event. There were no anomalies observed on the returned lead segment that would contribute to the high impedance and oversensing mentioned in the event. Neither an in-vivo insulation breach nor fracture was observed. All testing was within specified parameters. The full lead was not returned. Concomitant product: d284drg, implantable cardioverter defibrillator, (B)(6) 2009. (B)(4).